Event description:
It was reported that this pacemaker was found to be in safety mode during interrogation. Furthermore, fluoroscopic image was obtained, and it was revealed that there was a probable fracture in the right ventricular (rv) lead. Technical services (ts) stated that this device and lead should be replaced soon. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
This report contains correction in section d6b explant date.

Event description:
It was reported that this pacemaker was found to be in safety mode during interrogation. Furthermore, fluoroscopic image was obtained, and it was revealed that there was a probable fracture in the right ventricular (rv) lead. Technical services (ts) stated that this device and lead should be replaced soon. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. This report contains correction in section d6b explant date.

Event description:
It was reported that this pacemaker was found to be in safety mode during interrogation. Furthermore, fluoroscopic image was obtained, and it was revealed that there was a probable fracture in the right ventricular (rv) lead. Technical services (ts) stated that this device and lead should be replaced soon. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.